Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that 5 bd micro-fine¿ pro pen needles were clogged and failed to deliver medication. The following information was provided by the initial reporter, translated from japanese: "this is a report about the needle clog. According to the user's report, the drug solution did not come out."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd micro-fine¿ pro pen needles were clogged and failed to deliver medication. The following information was provided by the initial reporter, translated from japanese: "this is a report about the needle clog. According to the user's report, the drug solution did not come out.".